Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s; however, a specific bg value was not provided. During troubleshooting with tandem technical support, small air bubbles were noted in the infusion line tubing. Insulin injections were delivered to address bg levels.